Event description:
A customer reported a false positive ahbs result on a pt sample tested on the eciq analyzer. The result was not reported. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that a pt sample with an initially positive result gave repeatable negative results on an alternate analyzer. Qc results from the date of the event were wiithin expected ranges. Datalogger analysis revealed condition codes indicating a reagent metering issue. A field engineer visited the site and replaced the reagent metering probe. The service actions restored the analyzer to expected operation. The root cause of the event was instrument related.